Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during a case, the system was having issues taking images and responding. When they went to take 2d image, it would not perform the x-ray so the manufacturer representative (rep) rebooted system. They were then able to take the 2d shot. They flipped to do 3d, and again was unable to spin. The rep rebooted and was able to take both shots. When the case was over, the open gantry button was not responding and so rep had to reboot once more to be able to open gantry. It was noted that the suspected cause was that the site did not wait for the system to fully boot before trying to scan. There was no delay and no impact on patient outcome.